Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that an anonymous customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Reportedly, the cause was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. No additional information was provided.